Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammation and nodules as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was pretreated with emla and then injected to the cheeks, crow's feet, tear trough, and chin with juvederm voluma with lidocaine as well as concomitant injected to the oral commissures and nasolabial folds with juvederm volift with lidocaine. Approximately 4.5 months later patient developed inflammation at the right oral commissure and a nodule about 1cm in diameter at the same site. Twenty four hours later patient developed another nodule at the left oral commissure. Patient was treated with antibiotics and hyaluronidase to the nodules. Approximately 2 weeks later patient developed new nodules at the left oral commissure and the jaw line and small inflammation at the right crow's feet, however "this last one is not sure if it is previous to the injection." Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 10/26/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was pretreated with emla and then injected to the cheeks, crow's feet, tear trough, and chin with juvederm voluma with lidocaine as well as concomitant injected to the oral commissures and nasolabial folds with juvederm volift with lidocaine. Approximately 4.5 months later patient developed inflammation at the right oral commissure and a nodule about 1cm in diameter at the same site. Twenty four hours later patient developed another nodule at the left oral commissure. Patient was treated with antibiotics and hyaluronidase to the nodules. Approximately 2 weeks later patient developed new nodules at the left oral commissure and the jaw line and small inflammation at the right crow's feet, however "this last one is not sure if it is previous to the injection." Symptoms are ongoing.